Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during deployment of the stent at 16 atm, which was successfully implanted, the physician noted that the cine showed there was dye everywhere in the artery, so it was thought that perhaps a dissection had occurred. The sds was withdrawn and the balloon was checked and found to be filled with blood, but no rupture could be found. Another stent was advanced; however, it was determined at that point that a dissection had not occurred, so the sds was withdrawn undeployed. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4): results - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the balloon, the inflation lumen and the guide wire lumen and on the hub. There was contrast in the guide wire lumen. The balloon was loosely folded. There was no damage noted to the sds. A new indeflator filled with water was used in an attempt to pressure the catheter to rbp of 16 atm, but due to the dried contrast and blood, the balloon would not inflate. The catheter was left pressurized for a day, in an attempt to dilute the contrast and blood and then pressurized to rbp of 16 atm, when fluid leaked out of a pinhole on the balloon. There was a pinhole on the balloon, 6 mm distal to the proximal balloon maker. The sds was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.